Event description:
It was reported that a pump declared a cartridge alarm. There was no adverse impact to the customer's blood glucose level. The customer was advised to call back for further troubleshooting, and actions will be updated accordingly. No additional information was received regarding the outcome of the event.